Event description:
The customer contact reported that during testing at the user facility, there was no audible alarm in all activities. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. This report represents all the info known by the reporter upon query by hospira personnel.